Event description:
It was reported that the automated impella controller (aic) had a battery failure. There was no patient involvement.

Manufacturer narrative:
The console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Additionally, no battery related issue were seen in the logs. Visual inspection confirmed pbm contamination. The root cause of the ¿system self check error¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. After the pbm and the optical bench were replaced preventative maintenance and a full functional check were performed. The console was then returned to the customer.